Event description:
A physician reported that he was unable to interrogate a pt's generator. Initially, the physician indicated that the programming system being used was properly functioning. A battery life calculation performed on the pt's generator showed that it should not be at end-of-service. Follow-up, however, revealed that the programming system's battery had been depleted. The pt's generator, though, has not been confirmed as properly functioning to date. A pt visit in the near future is expected. Good faith attempts for further info have been unsuccessful to date.